Event description:
The customer reported, the evis exera iii video system center display intermittent image during a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer and device evaluation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed when the cable was moved around at the video connector. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was determined that the phenomenon occurred due to defect of the video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.